Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced stick down of a needle free valve, leakage, splash back, multiple droplets at surface, and device damge/deformation while still considered operable. The following information was provided by the initial reporter: bd smart site needle-free valve adaptor. Our CT department is reporting issues with sticking valve, leaking and sometimes spray back, thus posing more of a safety concern. Due to the safety concern, we have switched them to a different available adaptor thus rendering them incapable of presenting you with any faulty product.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the smart site needle-free valve adaptor is leaking, spraying back, and not flushing correctly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced stick down of a needle free valve, leakage, splash back, multiple droplets at surface, and device damge/deformation while still considered operable. The following information was provided by the initial reporter: bd smart site needle-free valve adaptor. Our CT department is reporting issues with sticking valve, leaking and sometimes spray back, thus posing more of a safety concern. Due to the safety concern, we have switched them to a different available adaptor thus rendering them incapable of presenting you with any faulty product.